Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 08/25/2023. An investigation was conducted on 08/31/2023. A visual inspection was conducted. The folded harvesting device was inadvertently returned and was not evaluated. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was also observed between the jaws. The cannula and c-ring were observed to be intact with no visual defects. The heater wire was observed be slightly flexed away from the base of the hot jaw but remained attached at the tip, which can be attributed to clinical use. The clear silicone insulation of the jaws was observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .71 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical/electronic property problem" was not confirmed. The lot#: 3000325248 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4) the hospital reported that vasoview hemopro 2 stopped cauterizing. There was energy( jaws heat up) but the device could not cut the tissue effectively. There was energy but the jaws would not have enough heat. Polyfuse was in effect. Power setting was on 3. Procedure was complete with a new vh-4000. No patient harm.